Event description:
It was reported that the patient's right hip dislocated. Patient had a constrained liner.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation medical records received and evaluation. A review by a clinical consultant concluded that: a review of this additional documentation of this complicated, infected, multiply revised proximal femoral replacement hip arthroplasty indicates persistent instability of the articulation. No additions to the conclusions of the previous two reports can be made based upon review of this additional documentation. Conclusions the exact cause of the event could not be determined based on the information was provided. Additional information, such as device analysis, x-rays, pathology reports and follow up notes subsequent to this procedure are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip dislocated. Patient had a constrained liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.